Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the paramedics were called because his blood glucose level dropped from 209 mg/dl to 102 mg/dl in 15 minutes, after he delivered 35 units of insulin. After treating his blood glucose level with food, it went up to 112 mg/dl. The device was not returned.